Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 368 mg/dl which was treated with insulin pump and syringe for high blood glucose and orange juices and glucagon shot for low blood glucose. Customer stated that there was air bubbles and size of air bubble was champagne size. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was low on (B)(6) 2020 and customer treated with orange juice and glucagon shot. The next morning on (B)(6) 2020, customer's blood glucose was high at 368 mg/dl and customer treated with insulin pump. Customer stated that there was air bubbles and size of air bubble was champagne size. Customer was advised that the champagne sized air bubbles were acceptable. Customer had been using insulin pump system within 48 hours of reported low and high blood glucose event. Customer was neither in emergency room nor admitted into the hospital. It is unknown if customer was using auto mode during the low blood glucose event. Customer was using auto mode during the high blood glucose event. The insulin pump will not be returned for analysis.